Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one each clinically used hydro gw std an 260-035; returned coiled, loose and double bagged within "zip-lock" style poly biohazard pouches. The specimen presents a large radius curve over the distal 8.50cm; consistent with residual strain from tensile loading. Microscopically the specimen coating appears to be worn and abraded with imbedded deposits of dried blood-like material in the coating; consistent with clinical use. No other damage or inconsistencies are noted to the specimen at this time. Except where noted, the specimen device appears visually and dimensionally correct. At this time it is not possible to confirm the complaint or assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, procedural and/or clinical factors appear to have impacted on the event as reported.

Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing the details received to date, it appears clinical and or procedural factors may have impacted on the reported event. If there is any further relevant information provided, a follow-up medwatch report will be filed.

Event description:
Within the normal procedure to attempt to deploy the second stent , where it grabbed the wire zipwire guide . In an attempt to remove the wire the doctor had to use great force and even with the safety on a portion of the stent came out of the device.